Manufacturer narrative:
(B)(6). Medical product- unknown oss femoral catalog# unknown lot# unknown,, unknown oss tibial tray catalog# unknown lot# unknown,, unknown oss assembly catalog# unknown lot# unknown, unknown oss stems catalog# unknown lot# unknown. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Pedzisz p, babiak I, kulig m, janowicz. Complications and outcomes in 14 cases of revision total knee arthroplasty with hinged implant. Orthopaedic proceedings (2015), http://bjjprocs.boneandjoint.org.UK/content/97-b/supp_16/89. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05904, 0001825034-2017-05905, 0001825034-2017-05906, 0001825034-2017-05907, 0001825034-2017-05908, 0001825034-2017-05903.

Event description:
It was reported in a journal article that there were five cases in which a revision was performed due to infection. One knee underwent a two-stage revision with spacer. In all the cases infection has healed. No further information is available.